Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported, pt has experienced elevated blood glucose over the past 3-4 weeks due to the insulin delivery of the infusion device being too low. On the morning of (B)(6) 2011, blood glucose was 540 mg/dl. Pt changed the infusion set and delivered insulin via pen as a correction. Blood glucose then elevated to 570 mg/dl, and normal blood glucose is 80-100 mg/dl. Pt was hospitalized for 4 days as a result. Correct type of battery is used in the infusion device. Pt did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. No additional info was provided.